Event description:
It was reported that the patient received appropriate therapy for an episode of ventricular fibrillation which returned the rhythm to sinus tachycardia. Therapy was delivered inappropriately for sinus tachycardia until all therapies were exhausted. The device was reprogrammed and the issue was resolved. The condition of the patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.